Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 6980-77, serial number/date code (B)(4) is approximately 18 years old. The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The patient is a male (B)(6). The patient resides at a facility, (B)(6). The patient's medical condition, stability and medication regimen are unknown. The patient's technique while using the device is unknown. The maintenance history of the device is unknown. The facility called stating that a nurse allegedly smelled smoke and the cord on the lift chair was allegedly charred. No injury. The product is to be returned to invacare for an inspection and evaluation.

Event description:
Nurse alleged she smelled smoke and the cord was charred on the lift chair. No injury alleged.